Event description:
The customer reported the apexpro telemetry server went down and lost telemetry monitoring for one hour affecting six patients during this time. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.